Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right facial artery using penumbra smart coils (smart coils) and a non-penumbra microcatheter. During the procedure, the technician encountered resistance while attempting to advance the smart coil out of its introducer sheath and subsequently, the pusher wire became bent. Therefore, the smart coil was removed. The procedure was completed using another smart coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked at approximately 135.0 cm and 136.0 cm from the proximal end. The pusher assembly mid-joint was retracted into the introducer sheath friction lock. The embolization coil was undamaged and intact with the pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted within the introducer sheath friction lock. If the mid-joint was retracted into the friction lock, resistance will likely be experienced while attempting to advance the device through its introducer sheath. Forceful advancement of the device against this resistance may have contributed to the pusher assembly kinks, which were observed near the pusher assembly mid-joint. The returned smart coil could not be functionally tested due to the kinks on its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.